Event description:
It was reported that during an implant several attempts were made to position the lead in the rv apex but were unsuccessful. The lead was not anchored properly and got dislodged, therefore the lead was discarded and a new lead was placed with no issue. It was noted that the dislodgement happened due to change of patient anatomy due to enlargement of rv siege and diminish of travicular population in rv apex. The patient was stable during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.